Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received for evaluation. Only one implant (the sliding implant), three pieces of suture and the needle were returned. There were no anomalies noted on the implant under magnification. The second implant was not returned. The needle was inspected and the silicon tubing is missing from the needle. Under magnification there were no anomalies identified on the needle. Since there are no anomalies on the returned parts and no further information provided on the details of the failure we cannot determine a root cause for this complaint. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 7/9/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was provided by the affiliate via phone that the omnispan meniscal repair 12deg does not function. It could not fire the second plate. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided.